Manufacturer narrative:
The inital aware date(g3) in the initial report was submitted incorrectly. It should read: 07/10/2023. Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response have been provided. This complaint is being closed due to lack of information. If additional information is provided later, we will re-open this record and update it accordingly. Evaluation not requested by complaintant.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) generated frequent autofill filling errors. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name and event site address : (B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) unit had frequent automatic filling errors.